Event description:
It was reported that the patient underwent a minimally invasive plif at l4-l5 using rhbmp-2/acs. MRI and CT scans performed 344 days post-op show significant bone resorption at l4-5 level. The health care professional noted a cystic structure inferior and superior to the device. At that time, the patient was asymptomatic. At 386 days post-op, the patient presented with back pain. The patient reports unresolved back pain that is constant and worsens with changes in position. No revision surgery has been conducted to date.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.